Event description:
It was reported that incorrect interpretation of signal resulting inappropriate high voltage therapy and inappropriate anti-tachycardia pacing (atp) was noted. Abbott technical support was contacted, session records were reviewed, and the incorrect interpretation of signal resulting in inappropriate therapy was due to the device operating as programmed. The device was then found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. Abbott technical support was contacted, device records were reviewed, and the cause of the bvvi mode was found to be power on reset (por). Due to low battery voltage, reprogramming of the device was not recommended. The device was explanted and replaced to resolve the event. During the replacement procedure, the device was unable to be interrogated. The physician suspected the device to have reached end of life (eol) due to normal battery depletion. The patient was in stable condition.